Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported problem of ¿screen stuck on software upgrade¿ was confirmed through visual inspection. The cause was unknown. Further investigation found the downstream occlusion (dso) seal delaminating and upstream occlusion (uso) seal buckling. Replaced dso seal and uso seal. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿screen stuck on software upgrade.¿; during device evaluation it was found the downstream occlusion (dso) seal delaminating and upstream occlusion (uso) seal buckling. There was no patient involvement.